Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during a routine checkup, when connecting the iabp fiber to the console. The cardiosave intra-aortic balloon pump (iabp) unit's batteries do not endure. Customer detects that the backup batteries do not last long enough. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine checkup, the cardiosave intra-aortic balloon pump (iabp) unit's batteries do not endure. Customer detects that the backup batteries do not last long enough.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11 corrected fields: e1 a getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the batteries and detected that they were expired. The fse replaced them, the fse then checked and performed functional tests, which were correct.

Event description:
N/a.